Event description:
Additional information provided by the account: "the surgery of this day was a partial nephrectomy, and they used the endocatch 10mm. In the moment that the endocatch was introduced to out the specimen, the bag did open in the cavity , the piece was introduced and in the moment that the hilo reacted to out the extracted bad, it was broken for the below side. Without any additional step or different process and the other times that they used".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, the endo catch 10 mm product was used in the moment that it was out, it left the background.

Event description:
Additional information received by the account: the procedure was a lap chole. The reported states "the surgeon was ligated vessels and he required that the machine potential could be higher. In this moment, I could see that the machine did not the sealing correctly, and it provoked a lot of bleeding." No device component fell into the patient's cavity. It was also reported that the patient did not experience an adverse event as a result of the device malfunction.